Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced pain and received a message 'replace with new sensor'. The patient removed the sensor and there was no wire visible. The patient went to the hospital and an x-ray was performed on the same day, the sensor wire was found stuck in the patient´s skin. On the (B)(6) 2024, the wire was removed with surgery. There was no information of any treatment provided. At the time of the report the patient was recovered. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the allegation and a probable cause could not be determined. No additional patient or event information is available." H2 correction. H6 type of investigation - correction. H6 investigation findings - additional.

Event description:
A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.